Event description:
Customer reported that she had high blood glucose of 400 mg/dl. Customer stated that her insulin pump was not working correctly. Advice customer to check the drive support disk and she stated that the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.